Manufacturer narrative:
The meter remote has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a meter error (error 1 random) issue. The reporter stated that the meter remote emitted three unexplained error 1 messages. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-device evaluation: the meter remote has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the meter history revealed an error 1 with sub code 17, indicating initializing rf failed. During testing, the meter powered on and paired successfully with a test pump. No errors were duplicated during testing.